Manufacturer narrative:
Qc was within established ranges before the event. Qc did not meet specifications after the event. A field service engineer (fse) was dispatched and found the cover for the modular chemistries (mc) side was not properly seated. The fse fixed the cover, performed calibration and qc and the system was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The results were reported out of the lab and were questioned by the physicians. The customer reran qc and found that results were not meeting specifications and samples were reading higher when they were retested. The customer verified the reported results by retest all patient samples since the last passing qc. Per customer, they reviewed and retested approximately 1000 patient samples from the entire shift. They stated that approximately 187 patient results that were low (half the corrected value) and they amended the results. The customer only provided an example from three patient results which are shown. No impact to patient based on the three results provided by the customer. Unknown if treatment was initiated or withheld based on the remaining results that the customer reviewed and amended.